Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3, h6. D11- intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a dislodged molded insulator on the grip tips. No material appeared to be missing. No thermal damage was observed and electrical continuity passed. The root cause of this failure is attributed to user mishandling. Additionally, the instrument was found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.026¿ offset at the tips. The root cause of this is typically attributed to user mishandling, such as excess force applied to the instrument jaws.

Manufacturer narrative:
Isi has not received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. Verification of the event details via system logs cannot be performed at this time because there is insufficient product information (the lot sequence was not provided). Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the force bipolar instrument had conductor wire damage during a procedure, with no evidence or claim of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date (2020 reports) is not applicable because the product is not implantable. The information for blank fields in initial reporter name and address is not available. Fields PMA/510k (2020 reports), adverse event, if follow-up, what type?, and recall (if recall number is given) (2020 reports) are not applicable.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the insulation on the force bipolar instrument¿s branch was detective. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.